Event description:
IT WAS REPORTED THAT THE PATIENT UNDERWENT IMPLANTABLE PULSE GENERATOR (IPG) REPLACEMENT PROCEDURE DUE TO AN UNKNOWN REASON. PATIENT HAS MADE A FULL RECOVERY AND WAS DOING WELL POSTOPERATIVELY. ALL EXPLANTED PRODUCT WAS DISPOSED OF BY THE ACCOUNT PER HOSPITAL POLICY.

Event description:
It was reported that the patient underwent Implantable Pulse Generator (IPG) replacement procedure due to an unknown reason. Patient has made a full recovery and was doing well postoperatively. All explanted product was disposed of by the account per hospital policy.Additional information stated that the IPG had reached the end of life.